Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) indicated high power. The patient experienced thrombus, hemolysis, and hematuria. The first initial acoustic measurement did not show a 3rd harmony and so no imbalance of the rotor, there was a high chance for a pump thrombosis. Review of the log files confirmed this. On the (B)(6) 2017 the power consumption increased and a significant 3rd harmony could be measured, imbalance of the rotor. Because a pump thrombosis was suspected, lysis therapy was performed. Following lysis therapy, the pump values dropped down to upper normal values of the power consumption. A 3rd harmonic could not be measured anymore. During the next two weeks, this scenario repeated regularly. The pump values always at the upper boarder of the normal power consumption of the pump. The hemolysis values were always above normal values. The lysis therapy improved the situation with decreasing power consumption, less signal of the 3rd harmonic, but was never in sufficient range. Since (B)(6) 2017 the frequency of increasing pump values and corresponding lysis therapies increased. With the progressive course of the situation, technically and medically, and taking into account the whole situation and limitations, the therapy was stopped and the vad was turned off on (B)(6) 2017. The patient died the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that examination of the pump showed thrombotic coatings on two of the four hydrodynamic storage areas as well as well as stress marks on the bottom panel of the rotor.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the device's manufacturing documentation confirmed that the device met all requirements for release. The reported event was confirmed via analysis of controller log files which revealed an increase in power consumption (B)(6) 2017. Multiple high watt alarms were logged on (B)(6) 2017. The site reported that the pump exchange was performed on (B)(6) 2017 because of pump thrombosis. New pump showed increased pump parameters multiple times because of suspected thrombus and lysis therapy was performed each time to bring the values down. It was further reported that examination of the pump showed thrombotic material on the impeller as well as stress marks on the bottom panel of the impeller. The stress marks on the bottom panel of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of stress marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of pump induced problem. There is no evidence to suggest that the device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.